Event description:
After implantation of two superion devices at contiguous levels, the physician reported that one implant was removed at the patient's request. Further communication with the physician on 8/1/2018 revealed that the patient complained that the procedure "made leg pain worse." The physician also noted that there was no motor or sensory deficit associated with the implantation procedure, and that CT imaging revealed the implant placement to be acceptable. The physician conjectured that, perhaps, the placement of one implant had inadvertently compressed the adjacent level foramina, eliciting the symptoms the patient complained of. He believes removal of one device may resolve the leg pain, but will follow the patient closely.